Event description:
Information was received that during bench testing of this smiths medical cadd legacy pump, the pump exhibited "double beep no cassette" alarm and had screen damage. It was reported that there was no patient involvement.

Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis with a scratched screen. During analysis, the moment the device was powered up, it started double beeping. Service will replace the downstream sensor to replace the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.